Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system delivered an inappropriate shock while the patient was sleeping. Device data was sent to technical services (ts) for review and ts provided further troubleshooting options. Provocative maneuvers and manipulations were completed, however no noise was able to be reproduced. An x-ray confirmed the electrode was fully inserted in the device header. Ts recommended programming the system to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.